Event description:
The report from the field indicated that during an interventional procedure, the cypher 2.5 x 28 mm stent failed to cross the target lesion. There was no reported patient injury. When the product was returned for inspection, visual analysis revealed an uplifted proximal stent strut. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.